Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus element plus ous 2.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11jun2019. It was reported that the stent could not cross the lesion. The target lesion was located in the right coronary artery. The target lesion was 99% stenosed in the distal end and had large angulation in the middle. A 2.50 x 32 mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient is stable. However, device analysis revealed a damaged stent.